Manufacturer narrative:
Correction: d10: device available for evaluation? Yes. Returned to manufacturer: (B)(6) 2020. H3: device evaluated. By manufacturer? Yes the complaint kit and smart card were returned for evaluation. A review of the data recorded on the smart card verifies an alarm #18: system pressure alarm occurred before any whole blood had been processed. Examination of the returned kit found the drive tube was twisted and damaged right above the upper bearing stop. The drive tube was pressure tested to check for leaks and a leak was verified at the site of the damage. A service technician arrived at the customer's site on (B)(6)2020 in order to evaluate cellex instrument serial # (B)(6). According to the service report, the upper drive tube retainer clip was unable to turn freely, as reported by the customer. As a result, the upper drive tube retainer clip was replaced. The service technician successfully completed the system checkout procedure indicating that the instrument had passed all tests, met all specifications, and was fully operational. A material trace of the drive tube used to manufacture kit lot h142 showed no related non-conformances. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. The root cause for the drive tube leak/break was most likely due to damage caused by the drive tube retainer clip not rotating freely. No further action is required at this time. This investigation is now complete. Mc: 000369 p.t. (B)(6) 2020.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h142 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h142 shows no trends. Trends were reviewed for complaint categories, drive tube leak/break and alarm #18: system pressure. No trends were detected for each complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned smart card is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported at the start of the procedure an alarm #18: system pressure alarm was received. The customer reported the drive tube was twisted and they noticed a leak coming from the drive tube. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition. The customer has returned the smart card data for evaluation.